Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from a system failure. A field service engineer replaced the ssd in the main unit and subsequently updated and configured the settings following data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system all the cubies and drawers had malfunctioned. The customer reported malfunction caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.